Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04757. It was reported that during an scs (spinal cord stimulator) trial procedure, patient had eaten and could not receive general anesthesia. Patient was unable to tolerate the procedure under local anesthesia after both needles placed. The leads could not be driven in, as a result, the procedure was abandoned.